Manufacturer narrative:
Unit was downloaded successfully using thump software. Unit passed displacement test and self test. Unit was programmed with test transmitter link (link 3 gl3). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No transmitter anomalies were noted. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review, pump error 53 alarm (file number = 12604 and line number = 30329) confirmed on 23-jun-2024 at 07:41:36 hour triggered once. As per engineering troubleshooting guide, it was determined that pump error 53 was generated due to usage exception on main mcu (bum). Isolated electronic assemblies. Unit was cut open and performed a visual inspection of electronic assembly, connectors and motor assembly. Per visual inspection, no moisture damage was noted, and unit was tested successfully. P-cap locked in place properly during testing. Unit received with scratched case. In conclusion, customer allegation for pump error 53 was confirmed in the history file on 23-jun-2024 due to hardware issue. Problem isolated electronic assemblies. No communication between pump and transmitter was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53-software error detected, loss of communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported receiving a pump error 53 and lost sensor signal. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced, and pump passed self-test. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.